Manufacturer narrative:
Phone: (B)(6). This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity I anti-hbs results generated on an alinity I processing module for one patient that were (B)(6) on mindray and roche. Customer reference range is < 10 miu/ml. Anti-hbs initial report = (B)(6), repeat result = (B)(6). Mindray result = (B)(6). Roche result was (B)(6) (value not provided). Customer also provided the additional results generated on alinity I processing module, mindray and roche, which were consistent across the platforms: alinity I results = hbsag (B)(6), hbeag (B)(6), anti-hbc (B)(6), anti-hbe (B)(6) mindray and roche results = hbsag (B)(6), hbeag (B)(6), anti-hbc (B)(6), anti-hbe (B)(6) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends with the complaint list or lot number. Device history review did not identify any nonconformances or deviations associated with the complaint lot number. Historical performance of the complaint lot in the field was reviewed using data from customers worldwide. The patient median results for the lot are comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Review of labeling adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity I anti-hbs reagent, lot 30022fn01.corrected information in section d9.